Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer and healthcare provider alleged the pump bolus delivery was intermittently not delivering properly. Tandem technical support performed a pump system check with the customer and pump was found to be functioning properly. However, customer maintained there was an issue with the pump. Customer continued to use the pump for insulin therapy. Blood glucose was 447 mg/dl.